Event description:
It was reported that the patient had a pocket revision in (B)(6) 2014 to check an apparent infection at their implantable neurostimulator (ins) site. The physician did not remove the ins system at that time. The patient then complained of new drainage and incisional wound opening at both the ins and lead sites which began approximately 1 week prior to report. The patient stated that both sites had healed well from the prior procedures. No diagnostics or troubleshooting was reported in the event. The physician then decided to remove the entire ins system (which was to be performed on (B)(6) 2015) and treat the patient with antibiotics. It was also noted that the patient denied any problems with the normal use of the ins system. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3550-39, lot# n375634, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).